Event description:
It was reported via repair work order that there was an electrical fire due to the power cord having exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.